Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during the procedure the tip of the electrode broke off, which was immediately noticed by the surgeon. Another electrode was used to complete the procedure. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Result of investigation: the final root cause determination is not possible, as no product has been returned. An analysis of similar complaints on the same product code resulted in the most likely root cause, that the electrode got mechanically overloaded during application. The IFU already contains a warning not to overload the device. The event is filed under internal karl storz complaint ID: (B)(4).